Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well post-operatively. No device malfunction suspected. The explanted ipg and leads were not returned per physicians preference.